Event description:
It was reported that the handpiece had leaked black fluid following the sterilization process. There was no patient contact.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the investigation details, it was identified that several components were corroded. It was confirmed by the account that the handpiece had been inadvertently soaked in a liquid solution. The corrosion was most likely caused by improper sterilization procedures, which lead to the black fluid which was identified following sterilization.